Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to noise. The noise was seen in clinic without isometrics. The right ventricular lead impedance was also noted to be high and out-of-range. On (B)(6) 2017, the patient presented for a revision procedure. During the procedure, the lead was tested and all electrical values were found to be in range with the pacing system analyzer and with a new implantable cardioverter defibrillator. When inserted back into the original, implanted implantable cardioverter defibrillator, the measurements were out of range again. A header anomaly was suspected. The old device was removed and replaced and the lead was reused with the new implantable cardioverter defibrillator. The procedure was completed without complications and the patient was asymptomatic.

Manufacturer narrative:
The reported events were confirmed. The resistance between the hybrid capacitor was high due to a failed connection of the c10 capacitor. The cause of the reported events was isolated to the failed c10 capacitor connection failure.